Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the hemolok applier jaws snapped inside the patient, splintering 3 pieces of metal into the patient. The pieces were removed without further intervention and the patient's condition was reported as fine.

Event description:
It was reported that the hemolok applier jaws snapped inside the patient, splintering 3 pieces of metal into the patient. The pieces were removed without further intervention and the patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). When reviewing the device history of the applicable lot, it could be confirmed that the right material and all specified and required components haven been used. All defined and specified working steps are recorded on the working sheet. The instrument has been revised in may 2014. Thereby the insert, the shaft and the rotating knob have been exchanged. The instrument had the original lot 1145234 and was delivered with invoice #(B)(4) on december 12th 2011 to teleflex. Due to the existing damages, it is assumed that the breakage was caused by an overloading. Corrective actions have been already initiated. To avoid further overloading breakages, a different stronger rivet (larger size) is used since february 2015. The instrument could be repaired.